Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There has been one other complaint reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported an intraocular lens (iol) that was broken. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. Half of the iol was returned pressed down into well area of iol case base, resulting in deformation of the iol. One haptic is broken/torn and is returned. The optic is torn/split-cut dividing the iol in two (2) and scratched/marked-rejectable. Solution is dried on the returned half of iol and haptics. We are unable to determine the root cause for the reported complaint "broken". The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).